Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of tubing defective was verified by visual inspection. Upon review of the submitted sample a clear crack in the female luer adapter can be seen. A device history record review could not be performed on model 10015817 because a lot number was not provided by the customer. The root cause for the failure seen is a component failure due to excessive force applied to the female luer adapter. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ext set smallbore tbg w/4 female ll hub cracked after connecting the tubing, which allowed blood to back up into it and leak out. This complaint was created to capture the 3rd of 9 related incidents. The following information was provided by the initial reporter: hub cracked on minutes after connecting new tubing to the red lumen of the PICC tonight, blood began to back up in the tubing and leak through a connection. I immediately clamped the lumen and asked for assistance in troubleshooting. It appears that there was a crack in the connection between the quad fuse and the pressure tubing leading to the cvp transducer.